Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in the clinic for a follow up. Interrogation showed that the right atrial (ra) lead was over-sensing noise leading to inappropriate automatic mode switch (ams) episodes, as well as pacing inhibition. The ra lead was explanted and replaced with alternate ra lead. The patient was recovering well after the procedure.

Manufacturer narrative:
The reported event of oversensing noise and inappropriate mode switches was confirmed. Visual examination found an external abrasion breaching the outer insulation and exposing the outer coil. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can.